Event description:
(B)(4). Event occurred in (B)(6). The patient reported that on the second day of use, he experienced high blood glucose level and realized that the infusion set's tubing had detached from the site location. The tubing direction was upside and he had applied the infusion set on his right leg. The patient carried the pump on his belt while sleeping and it did not fall or stretch. He stored the infusion sets in the recommended storage conditions. No further information available.